Event description:
The customer reported getting a power failure error.

Manufacturer narrative:
(B)(4): the customer reported getting a power failure error. The device was evaluated at philips (the battery was not provided). The symptom could not be duplicated. The device was returned to service after passing all testing. Based on the customers report we are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.